Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The stenosed, 12mm x 3.5mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 20mm emerge balloon catheter was selected for pre-dilation. However, when the device was introduced into the sheath, the shaft broke about 20cm from the hub. The device was completely removed and a new 2.00mm x 20mm emerge balloon catheter was used for pre-dilation. The lesion was then stented with 3.5 x 12mm synergy drug-eluting stent successfully and the procedure was completed. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18yrs or older. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 71.6cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18yrs or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The stenosed, 12mm x 3.5mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 2.00mm x 20mm emerge balloon catheter was selected for pre-dilation. However, when the device was introduced into the sheath, the shaft broke about 20cm from the hub. The device was completely removed and a new 2.00mm x 20mm emerge balloon catheter was used for pre-dilation. The lesion was then stented with 3.5 x 12mm synergy drug-eluting stent successfully and the procedure was completed. No patient complications were reported and the patient was stable.